Event description:
It was reported that when using the pyxis medstation es system, failed storage space failed and main 3.1 and 3.2 were unable to be recovered. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a failed half-height cubie drawer that would not recover. A field service engineer opened the back of the auxiliary and found no light-emitting diode showing on drawer t controller board. A field service engineer replaced the drawer controller board and reseated all connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.